Event description:
Pt had a star ankle implant removed due to infection.

Manufacturer narrative:
Center reported osteolysis, implant loosening, and infection. Review of manufacturing records showed no anomalies. Eval of implant showed normal wear. The cause of the infection is unk.